Manufacturer narrative:
Manufacturing date: august 3, 2016 ¿ august 4, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a ruptured bladder. The ruptured bladder was microscopically examined with no issues noted. The reported condition was verified and the cause is unknown. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling. It was being filled with 26ml saline then 50 ml of fluorouracil. There was no patient involvement. No additional information is available.